Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) units power cord can not be pulled out of the machine. There was no patient involvement.

Manufacturer narrative:
Additional field: e1- (event site state- zz and postal code-(B)(6)) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. Upon inspection, the cable has come loose from the cable puller. Makes it impossible to pull the power cord out of the machine. To fix the issue, the fse rearrange the power cord in the spindle of the power cord. The iabp was then released for cleared for clinical service.

Event description:
N/a